Manufacturer narrative:
The medical center discarded the impella cp at explant. The patient is still supported by the impella 5.5. The investigation into the limb ischemia and amputation is ongoing at this time. No root cause has yet been determined. Further clinical details have been asked, but not yet furnished. Should a root cause be determined, another report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp supporting a patient admitted with a myocardial infarction, a nstemi. The cp was placed while coronary bypass surgery was discussed for the patient. On day 3 of support the patient had limb ischemia, and as such the cp was explanted. The support was replaced by an impella 5.5 via axillary insertion. The limb ischemia prompted fasciotomy to the impella accessed leg and amputation followed later. The amputation was above the knee.

Event description:
It was also reported the patient experienced hemolysis which the device was manipulated, due to improper positioning of the pump.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01569 was provided in sections b5, d6a, d6b, g1, h1, and h6. The investigation for the reported hemolysis has been completed. The impella device nor data logs were received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the hemolysis was most likely improper positioning of the device. The failure modes will be monitored and trended. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records.